Event description:
During a ptca treatment procedure involving of 99% stenotic lesion in the middle portion of a tortuous lad artery, the maverick2 monorail balloon ruptured at 10 atmospheres on the initial inflation. The patient was asymptomatic during this event. A balance guidewire (size unknown) and a 6f mach1 guide catheter were also used in this case, but the sizes and types of introducer sheath and inflation device used are unknown. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.